Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 38 x 3.00mm promus premier¿ stent was advanced but was unable to cross the lesion despite several attempts. The device was removed from the patient and it was noted that there was a fine split on the distal edge of the stent. The procedure was completed using a 3.0x38mm non bsc stent. No patient complications were reported and the patient's status was good.